Manufacturer narrative:
A2dr01 ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high number of short v-v interval counts. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.